Manufacturer narrative:
Date sent to the FDA: 02/27/2020. Additional information: h6. Corrected h-3 summary: photo: two pictures were returned for analysis. Upon visual inspection of the pictures, a sealed overwrap packet of product was observed with a foreign matter on the paper lid (striped with red ink pen) and a hair into the sterile barrier. Representative sample: it was received for analysis an unopened sample of product. During the visual inspection of the unopened sample, no defects were observed on the packet. The sample was opened, and the paper lid removed, and no foreign matter was noted into the winding former. According to sample condition, no packaging foreign matter biological was found.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's related to the reported complaint condition were identified. Additional summary: representative sample: it was received for analysis an unopened sample of product. During the visual inspection of the unopened sample, no defects were observed on the packet. The sample was opened, and the paper lid removed, and no foreign matter was noted into the winding former. According to sample condition, no packaging foreign matter biological was found. Two pictures were returned for analysis. Upon visual inspection of the pictures, a sealed overwrap packet of product was observed with a foreign matter on the paper lid (striped with red ink pen). However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that the patient underwent a carotid endarterectomy on (B)(6) 2020 and the suture was used. When a nurse was getting ready to hand off a suture, a hair/eyelash was noticed inside the sterile packaging on the suture relay reel. The package has not been opened and it was set aside. There were no patient consequences reported. The procedure was completed successfully.